Event description:
Customer reported that a tandem charging cable was damaged, but she could not recall the exact time of when it happened, estimating it could be one or two months ago. There was no adverse impact to the customer¿s blood glucose level reported. Technical support arranged to replace the damaged charging supplies with a two-day shipping service.